Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint abnormal sounds with no error code displayed was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a failure of the electro pneumatic proportional valve which caused an abnormal sound of gas leakage. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit was making abnormal sounds with no error code displayed. The issue occurred during preparation for use for a diagnostic, unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.